Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune conv shim sz3 10 mm broke off into a piece and can't be used.